Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was discolored and had begun to peel off and the electric pole was discolored due to heat. It was further determined that the surface was out of specification and there was a general wear out of the device. It was observed that the device passed the functional and visual testing. It was determined that the cleaning recommendations were not followed. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was observed that four small battery drive devices and four battery devices were not working while in use with four battery casing devices and a universal battery charger device. During in-house engineering evaluation, it was observed that the electric pole of the battery casing device was discolored due to heat. According to the reporter, a cross testing was performed on the devices and suspected a short circuit. It was further reported that when one of the battery devices was tested with a small battery drive device, it ran for half a second then died. When one of the small battery drive device was tested with a battery device, it showed no life. The reporter stated that there were red warning lights from all four battery devices while in the universal battery charger device. There were no delays to the planned surgical procedure as identical spare devices were available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.